Event description:
The patient reported they had their pump replaced because it was not ¿functioning properly¿. The patient stated about 18 months to 2 years after implant they started complaining to the hcp (healthcare provider). The patient complained for about 6 months and had to go in every 2 weeks to have the pump increased. The patient stated they were ¿not getting enough medication¿. The pump did not stop the pain. The patient was trying to get more medication 6 times a day. The patient also had to leave work because of what they were put thru by the pump. Per the patient "this thing was horrid", and it caused the patient weeks out of work. The patient spent weeks of trying to get something to work. The patient¿s pump was removed on (B)(6) 2014. The pump was used to deliver morphine. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The cause of the event was a pump malfunction. Per the hcp, the issue was "internal tubing failure to occlude." The patient experienced symptoms of overdosing. The pump was replaced with a pump from another manufacturer. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated the patient received assistance from their health care provider (hcp) or manufacturer's representative and their concerns were resolved. It was noted that the patient had their pump removed due to malfunction. The patient also indicated that they are still having concerns with their device or therapy but were working with their hcp or manufacturer's representative. The patient had pain and suffering.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).